Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that the drive support cap was protruded. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump had a cracked case at the display window corner. The drive support disk was inspected and no anomaly was noted. No damage was found on the battery cap.